Manufacturer narrative:
The explanted device was returned to edwards for analysis. As received, there were gaps between leaflets 1 and 2 and between leaflets 1 and 3. No other visible inconsistencies were observed on the valve or in the x-ray, as the wireform was intact.

Manufacturer narrative:
This device is not sold or marketed in the united states; however, it is similar to the brand carpentier-edwards perimount rsr pericardial bioprosthesis, model# 2800, PMA# p860057/s001 the explanted device was not returned to edwards for analysis. Without return of the device, edwards is unable to conclusively determine the root cause for this event, or confirm the clinical observation. Regurgitation originating from the central coaptation point of a valve is known as central leak, and can occur if the motion of the leaflet cusps is restricted. Often moderate to high regurgitation requiring re-operation in the immediate post-operative period is due to procedural related issues and is unrelated to the device. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 23mm pericardial bioprosthesis was explanted at implant due central aortic regurgitation. As reported, the regurgitation became apparent on toe after coming off of bypass. Once bypass was reinstated, the surgeon found that one of the leaflets was slightly prolapsing, allowing for significant regurgitation to occur. This was excised and was replaced with another device. The patient's outcome is noted as good. No additional details provided.

Manufacturer narrative:
Additional manufacturer narrative: the reported leaflet coaptation issue could not be confirmed as an in vivo echocardiography recording was not provided. However, edwards standardized in vitro testing showed the leaflet coaptation and immediate functionality of the valve were acceptable. The total regurgitant fraction in the sealed valve was greater than two (2) times less than the maximal allowance for this size of valve. Non-central leakage is typical for this type of bioprosthetic heart valve and should be reduced to a negligible level shortly after the administration of protamine.

Event description:
Additional information has been obtained, indicating the device is available for return.